Event description:
Report received of "sparks" from the strain relief of the power cord. The device was returned to the user facility's biomedical engineering department with an unsigned note stating, "shorting out where cord meets unit." During visual inspection of the power cord, the biomedical engineer noted that the "outer insulation was pulled away from the strain relief, but the 3 wires inside were still protected by the insulation." There were no reports of any adverse patient events while this device was in clinical service.